Event description:
Customer reported the steering mechanism is not working properly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the steering column hardware. System operates as intended.